Event description:
This supplement is being reported on january 8, 2014. This is supplement # 1 for this event: further investigation indicates turning off (B)(4) background printing was the solution to the problem. Code investigation has shown that agfa's software is not responsible for the error, because it prints in a consecutive manner. The software cannot create this specific error. Agfa and the site have confirmed, as of november 18, 2013, there have been no further occurrences of mismatched reports since (B)(4) background printing was disabled at the site on january 02, 2013. Corrective actions taken at customer site: > (B)(4) versions were upgraded for all computers involved in printing radiology reports at initially identified sites. (Completed ) > printer drivers upgraded for all computers involved. (Completed ) > printing parameter activated in april 2012 "clearautotexts" was switched off . (Completed) > customer will perform "control printing" and validate for accuracy. (Completed). A report of corrections and removals was submitted to the FDA on january 8, 2014 . Agfa's report # is (B)(4). 1. An urgent field safety notice was sent on january 8, 2014, to the remaining install base to communicate the problem and actions required to avoid the issue. The letter described the safety alert and mitigation, including directions to consignees as to how to disable (B)(4) background printing. 2. A mandatory service bulletin was published to service describing the issue and providing instructions to disable (B)(4) background printing for each affected site using impax ris 5.8 and higher. (Published january 7, 2014). All further actions related to this event will be documented in (B)(4) to the FDA.

Event description:
(B)(6), specifically uses agfa impax ris 5.8 to create reports for radiology. When the user fills in the appropriate fields with correct patient information, the ris system will contain the specific information for their patient examinations and report printing workflow can be performed. Using selected filters in impax ris qdoc/reports 5.8, users daily select batch patient reports as all patient type: gen, and send the selected patient reports to the printer for hardcopy. The patient reports are collected from the printer and placed into envelopes for the referring physician and then placed in the hospital mail room. On (B)(6) 2012, the site observed an issue during its batch printing of three (3) patient reports. Patient a report, patient b report and patient c report each contained the same error in which the patient name displayed (printed) on the patient report was the wrong patient name. All other information on the patient reports is correct. Agfa made configuration changes to the printers. Background printing has been turned off in four printing locations and updates have been made to microsoft word and drivers. All reports generated (printed) are being checked for errors and no new issues have been reported. There have been no changes to the ris product at this time. Investigation is currently underway to determine root cause. No patient reports have been returned by physicians and no harm has been reported by the site.